Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection of lung and thoracoscopy, the surgeon clamped the tissue and pressed the green button to try to perform firing, but the device could not fire. A new cartridge was used and could be used without problem. There was no patient injury.